Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated their buttons were sticking when attempting to bolus. Customer's blood glucose was 136 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer stated they were out in the heat and was sweating prior to the alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, cracked display window and minor scratches on lcd window.